Event description:
It was reported that a female patient who underwent breast augmentation revision with 440cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture post procedure. As a result, an explant was performed on an unknown date post procedure. No additional event details have been made available at this time. If additional information is received in the future, then a supplemental report will be submitted. See 1645337-2022-04141 for contralateral prosthesis report.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 16, 2022. The implant and explant dates were provided. The device was implanted on (B)(6) 2021. The device was explanted on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on may 16, 2022. The investigation of the returned device was completed by the failure analysis lab on may 31, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).